Event description:
It was reported that the primary audible alarm/ plunger problem /flipper is sticking. No patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection confirmed that the sample was received in good condition with no appearance of any physical damage. The device tamper seal was not removed or broken. Functional evaluation included an occlusion test and speaker audio test. When the audio was tested at level 1 the reading is 12, at level 2 the reading is 25, at level 3 the reading is 50, at level 4 the reading is 107 and at level 5 the reading is 180. Investigation noted that two flippers on the left plunger case were found intermittently stuck when the plunger lever was pressed and released. Error for primary audible alarm background test was found in the event history log. Results: the customer reported issue was not duplicated during the course of the functional investigation however, the combination of speaker and interconnect printed circuit board does not operate as intended. Root cause of the reported event could not be determined as the event was not duplicated during the investigation process. However, the speaker and plastic parts of the plunger assembly were replaced preventively, the device software was updated and preventive maintenance was performed. A CAPA was created to address the primary audible alarm background test issue, the investigation is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during review of the service and repair records., corrected data: d1: correction: brand name: medfusion model 4000, d4: correction: model number: 3500, h4: correction: device manufacture date: 10/11/2018